Manufacturer narrative:
(B)(4). The customer returned one guide wire and 2-lumen catheter for evaluation. Obvious signs of use in the form of biological material were detected on the exterior of the guide wire. Visual examination revealed that the guide wire was unraveled from the proximal end. The guide wire also contained multiple kinks and bends along the body. Microscopic examination revealed the exposed proximal core wire tip was tapered and discolored. The broken proximal weld also contained signs of necking, indicating that undue force caused the breakage. The distal weld was fully intact but did contain some unravelling coils. The prominent kinks in the guide wire were located 123, 375, and 550 mm from the proximal tip. The guide wire outer diameter measured 0.799 mm, which is within the specification limits of .788 mm-.826 mm per the marked guide wire graphic. A lab inventory guide wire was able to pass through the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained, and further consultation requested." The IFU also cautions, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked about tip of catheter within vessel". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The returned sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "during the demonstration, he presented memory formation, barely malleable, "coil" was detached from the nucleus during the procedure when removing. It was necessary to remove the catheter already positioned and to redo the procedure."

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "during the demonstration, he presented memory formation, barely malleable, "coil" was detached from the nucleus during the procedure when removing. It was necessary to remove the catheter already positioned and to redo the procedure."